Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error code 80 occurred while the arctic sun device was in use on a patient. The issue was resolved by restarting the power. However, after the reboot, an existing patient did not appear at select screen. Per review of wo, there was no patient injury report. Per additional information received via mail on 09jul2025, it has not been decided the device will be assessed or not. Patient completed therapy on the original device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Per review of wo, there was no patient injury report. Per additional information received via mail on 09jul2025, it has not been decided the device will be assessed or not. Patient completed therapy on the original device. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. No additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error code 80 occurred while the arctic sun device was in use on a patient. The issue was resolved by restarting the power. However, after the reboot, an existing patient did not appear at select screen. Per review of wo, there was no patient injury report. Per additional information received via mail on 09jul2025, it has not been decided the device will be assessed or not. Patient completed therapy on the original device.